Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a generator change, an insulation breach was noted on the atrial lead during the procedure. No electrical anomalies were noted. While replacing the ICD, medical adhesive was applied to the lead. The patient was stable after the procedure.